Manufacturer narrative:
Correction: d9 (corrected to no). This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation and because the high flow insufflation unit was not returned, the reported event could not be confirmed and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a leaking noise of air. The issue was found during inspection for use. There were no reports of patient involvement.